Event description:
It was reported through a svc report that the cots had lift and leak issues. It is unk if there was pt involvement or if there were adverse consequences.

Manufacturer narrative:
Cot lift.